Manufacturer narrative:
It was reported the patient's abutment was removed under general anaesthesia on (B)(6) 2018. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue are common complications with baha implants. Issues are usually transient and can often be resolved with clinical case management or will disappear by itself without intervention. The report frequency for these complications is being monitored according to cbas complaint and MDR data monitoring plan and the status is updated in quality reports on a regularly basis. This event is added to this monitoring. (B)(4).

Manufacturer narrative:
This report is submitted on september 18, 2017, (B)(4).

Event description:
Per the clinic, the patient developed irritation and a slight infection at the implant site. Subsequently, the patient was treated with a topical steroid and antibiotics, both topical and oral (treatment dates not reported). It was reported by the physician that the hair follicles surrounding the abutment likely attributed to the reported infection.